Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ use error: observed broken assessed as surgical damage per rga and missing piece of shell assessed as inconclusive. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b1, b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional also noted "damage caused by explant" noted as "hole on bottom". The device has been explanted and replaced.

Event description:
Healthcare provider also noted "damage caused by explant" noted as "hole on bottom". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.